Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025 and patient was then admitted to intensive care unit (ICU). Patient got treated with intravenous (IV) fluids of saline and insulin. Blood glucose level was 13.3 mmol/l at the time of the event and was caused by bent cannula. Insertion site was abdomen. The patient noticed symptoms within three hours of insertion. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. The patient also experienced permanent damage (kidney issues). The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.